Event description:
It was reported that the handpiece became hot and would not activate during a coronary artery bypass graft. Another device was used to complete the case. There was no consequence to the patient.